Manufacturer narrative:
The device was not returned for evaluation. Pictures were sent from which it may be confirmed that a stopcock was broken but could not confirm if the device was an accudrain since only a stopcock was visible. In the pictures sent, white/opaque marks were observed on the stopcock¿s surface. These marks may indicate that the stopcock was exposed to an unknown chemical such as solvents like acetone or collodion remover. It was also observed that the breakage was not as other accudrain breakages where a stopcock was cracked. In this case, the stopcock looked deformed and about half of the bottom core part was missing. Broken stopcock condition was considered confirmed from picture. No DHR review was possible since no lot number was provided. As part of normal product verifications, all devices are tested for leaks during manufacturing operations. The reported complaint was confirmed. No final conclusions can be made at this moment; nonetheless, the evidence gathered from the photos provided (i.e., white/opaque surface appearance), may indicate that the most probable root-cause for the stopcock being ¿cracked and leaking¿ (after a ¿couple of days¿ in use) was due to exposure to an unknown chemical (for example, eeg removing substances).

Event description:
A sales representative reported on behalf of the customer that the patient line stopcock of the ins8401 accudrain with anti-reflux valve was cracked and leaking. The nurse attempted to adjust and close the stopcock when the white stopcock fell out. Additional information received on (B)(6) 2019 indicating that the event happened on (B)(6) 2019. The ins8401 was used on a (B)(6)-year old female patient due to hydrocephalus status post subarachnoid hemorrhage (sah) on (B)(6) 2019 and it was explanted on (B)(6) 2019. There was a moderate amount of cerebrospinal fluid (csf) leakage noted. A new accudrain was placed.